Manufacturer narrative:
E1.initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole approximately 4mm distal to the distal end of the proximal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion area was located in a moderately tortuous and moderately calcified left forearm artery. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use in a shunt percutaneous transluminal angioplasty. During the procedure, it was noted that the balloon ruptured upon the first inflation. The device was simply removed and the procedure was completed with another of the same device. No complications reported and the patient was good post procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion area was located in a moderately tortuous and moderately calcified left forearm artery. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use in a shunt percutaneous transluminal angioplasty. During the procedure, it was noted that the balloon ruptured upon the first inflation. The device was simply removed and the procedure was completed with another of the same device. No complications reported and the patient was good post procedure.